Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. A revision was performed and the crt-d along with the right atrial (ra) lead and right ventricular (rv) lead were explanted while the left ventricular (lv) lead was left in service. Moreover, the previously capped right ventricular (rv) lead remained capped. There were no additional adverse patient effects reported. These explanted products will not be returned. Ai indicates that the entire system has been explanted and the patient was treated with intravenous antibiotics. Additional information indicated that the lead was broken into pieces during extraction. Moreover, the lead will not be returned. The lead was explanted and a new rv lead was placed. No additional adverse patient effects were reported.